Event description:
Maquet received a uf/importer medwatch report (B) (4) on 5/27/09 forwarded from the FDA. The report was written by the (B) (4) clinical risk management from the hospital. The report stated, "description of event: "during CABG operation, heartstring iii proximal seal system failed to deploy properly which caused some bleeding." Maquet sales rep contacted this hospital. Further details given on 6/4/09 by the maquet sales rep after he spoke to the surgeon (B) (6) stating "the heartstring seal did not load properly, the seal remained in the loader device. A replacement heartstring seal was used to complete the procedure. The surgeon said there was no pt effect. There was a normal expected amount of bleeding when the surgeon put his finger over the aortotomy while staff was reloading another device but it was nothing to be concerned about. The surgeon stated he would have remembered if the bleeding had been significant. No blood transfusion required.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).